Manufacturer narrative:
Product return was requested but not received so far. Full evaluation will occur upon receipt of returned product.

Event description:
Nearly choked. Toothbrush head fell apart. Consumer via e-mail stated that while brushing their teeth this morning, the toothbrush head fell apart and nearly choked them. They have spent lots on oral-b products and this has not happened before. No serious injury was reported.